Manufacturer narrative:
Evaluation summary: the analysis results confirmed that one atw45 instrument was received with the handles slightly opened. The instrument was tested for functionally with a test cartridge and it malformed all the staples. The instrument was disassembled to examine the condition of the internal components and the right articulation band was noted to have insufficient weld, therefore it malformed the staples.

Event description:
It was reported that during an unknown procedure, the device misfired. No patient consequence. No further information available.